Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event d4: primary unique device identification (UDI) number: (B)(4). E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. On pod#4, the second device implanted was detached from the p1 leaflet and was still attached at a chord. The index procedure was complicated due to lot of chords in grasping zone. Initially, the patient presented with torrential tricuspid regurgitation(tr), which was successfully reduced to mild following the procedure. However, on postoperative day 4 (pod#4), during an echocardiographic evaluation, the second device which was implanted in posterior/septal position was detached from the p1 leaflet and still attached at a chord. After this, it was observed that the tr was severe.